Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
As per the customer, the nurse observed that the tube was obstructed. It was blocked for a few minutes without feeding. The tube was removed from the patient and an attempt was made to unblock it by inserting water through the accessory route with the aid of a syringe, at which point the tube was torn. There was no harm to the patient involved.